Event description:
Boston scientific crm received information that this patient received a pacemaker system due to her condition of complete av block. Two days post-implant, ineffective ventricular pacing was observed, and an x-ray revealed dislodgement of the right ventricular (rv) lead. The next day, the lead was successfully repositioned during a revision procedure. Two days following the revision procedure, ineffective ventricular pacing was observed again. The patient returned to the operating room to explant this rv lead and replace with another model rv lead. No further adverse patient effects were noted.

Manufacturer narrative:
A new lead was successfully implanted and this lead has not been returned. Should this lead be returned for analysis or should more information become available to our company, this event will be updated as necessary.